Manufacturer narrative:
(B)(4) a date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
The customer provided a photograph and reported the tubes did not fill properly to the indicator and leaked. The customer noted overfilled tubes are filled via a straight needle (from various manufacturers) and a bd hub (holder). Customer noted the observed leakage came from beneath the tube label, not through the gel. The leakage was observed prior to centrifugation. No damage was observed prior to use, and the tubes are not transported via a pneumatic tube system. The customer has reported 454247p/b230733n is also overfilling.

Manufacturer narrative:
(B)(4). Received 1rk 454247p/b230733n for evaluation. Received customer pictures. No samples of 454247p/ b230733p were provided. This portion of the complaint cannot be determined. We have no remaining inventory of either material/batch. We have no further inventory of either material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated.